Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer's blood glucose was 45 mg/dl. The customer treated the low blood glucose with food and glucose tablets. The customer stated that she contacted her doctor to make adjustments to the insulin pump settings, but she still experienced low blood glucose. While troubleshooting, the customer stated that the drive support cap appeared normal and that the device was not exposed to a magnetic resonance imaging machine. The customer was advised to speak with her healthcare provider in regards to the low blood glucose. The customer was advised to monitor the insulin pump and call back if issues persisted. The customer did not return the product for analysis.